Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary - the customer reported the tubing disconnected while clamping the set, and returned one photo of the incident. The photo verifies the complaint as a separation at the filter inlet. This could potentially be a manufacturing issue related to the solvent that holds the tubing in place. However, without a physical sample investigation, the root cause cannot be determined. A device history record review could not be performed on material 11426964 because the lot number is unknown. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the tubing disconnected from the bd alaris¿ pump module low sorbing infusion set while clamping it at the end of the infusion. The following information was provided by the initial reporter: "a nurse reported another instance of the tubing breaking, this time at the end of the infusion ((B)(6) 2023 ): the tubing suddenly got disconnected while I was clamping it. Thankfully there was no leak as medication was finished."